Event description:
A REMstar Auto device was returned to a third-party service center with no initial alleged complaint.During the initial evaluation of the device at the third-party service center, the service technician observed burnt connector.The device was returned to manufacturer service center for further investigation.